Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use. The removed therapy pcb assembly was further evaluated in the failure analysis center.  The cause of the reported issue was determined to be a shorted capacitor, designator c106.

Event description:
The customer initially reported that their device had its service indicator illuminated and had logged several event codes. After an evaluation of the device by physio-control, it was observed that the device would not complete a defibrillation charge. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Device manufacturer date - 06/03/2005. Device manufacturer date - 06/23/2005.